Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the model number was nm-401l-0423. The lot number was k0304. The needle could extend from the outer tube. It was not possible to inject liquid when the slider was pushed. However, it was possible to inject liquid when the slider was pulled. The outer tube was not buckled. The needle tube presented compressive buckling. No other abnormalities that could lead to the phenomenon of the reported event could not be confirmed. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. Needle extension/retraction. Extended length of needle. No bent, kink, crack and scratch on the tube. Injection of the liquid. It is determined that liquid could not be injected due to compressive buckling of the needle tube. Since friction resistance between the outer tube and needle tube has increased, compressive buckling might have occurred when the needle was extended. A likely mechanism causing friction resistance between outer tube and needle tube might be the following: the tube was coiled during the inspection for operation. The slider was pushed abruptly. Kink of the tube. A bending force might have been applied to the tube when the device was inserted into the endoscope, removed from the sterile package or during pre-inspection. This might have caused the tube to buckle. Nm-401l series undergo 100% inspection for appearance, needle operation and injection during production process. Therefore, it can be inferred that handling the device at the facility might have contributed to the reported event. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that the needle is projected during a procedure, the liquid cannot be sent, but if it is stored, the liquid can be sent. The intended procedure was completed with another device. There was no report of patient injury associated with the event.